Manufacturer narrative:
Device unique identifier (UDI)# (B)(4). Approximate age of device - 9 months. The pump remains in use. A correlation between the device and the reported stroke could not be determined through this evaluation. The instructions for use lists stroke as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that on (B)(6) 2015 the patient presented to the hospital with signs of stroke. It was reported that there was no relationship between the device and the patient's stroke. The stroke was reportedly caused by the patient not taking the prescribed coumadin, which led to low inr values. The patient was hospitalized and suffered residual symptoms of aphasia. No further information was provided.